Event description:
It was reported that during a total knee arthroplasty the t-handle attach and unattach mechanism is stuck. Will not attach to anything.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The investigation determined the likely root cause of the event to be the slot in the device that facilitates the locking pin to lock the tools into the handle was slightly bent. It is likely that this occurred through debris getting into the device and creating a force to spread the slot open. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during a total knee arthroplasty the t-handle attach and unattach mechanism is stuck. Will not attach to anything.